Event description:
It was reported that during a ptca treatment procedure involving 99% stenotic lesion in the distal left circumflex artery, the maverick monorail balloon was suspected to have ruptured at 7 atm's on the initial inflation. The patient was asymptomatic during this event. The maverick monorail balloon was removed and replaced with another catheter to complete the procedure. A medikit introducer sheath (size unknown), a 0.014in valance guidewire, a medtronic zuma guide catheter (size unknown) and an encore inflation device were also used in this case. No patient status is reported as 'good'.